Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The customer stated it takes a long time for pump to react on button presses. The customer's blood glucose was unknown.

Manufacturer narrative:
The pump passed the leak test. The pump was received with intermittent buttons due to a problem isolated to the keypad assembly. The pump was received with a keypad connector properly connected. No damage or moisture damage on keypad assembly was noted. The pump powered up properly after battery installation. The pump was received with operating currents within specification and passed the rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The pump alarmed error 63 during the self-test due to poor solder joint on the keypad assembly. The pump had a cracked select button keypad overlay and minor scratches on the lcd window.